Event description:
Reporter alleged obtaining discrepant patient blood glucose values on the inform system compared to the laboratory readings. Reporter stated patient results were 3.7 mmol/l versus 1.8 mmol/l and 4.0 mmol/l versus 2.8 mmol/l with the first value of both comparisons being from the system compared to the second number which is the lab measurement. No exact timeframe between testing was provided. It was stated, the specialist checked the system and controls were stated to be ok. It was not known whether any actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.